Event description:
It was reported that during a cholecystectomy procedure, scissoring occurred even though the clip formed properly when the device was tested outside the pt. Additional suturing was performed and another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.